Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, multiple alert transmissions for false pause episodes were noted. Upon review, it was noted that the implantable cardiac monitor was still undersensing post confirm firmware update. No intervention was performed, and the device remains implanted. The patient was stable and will continue to be monitored.